Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Related manufacturer reference number: 3006705815-2023-04700 it was reported that surgery happened where the physician cut the lead and explanted the distal portion of it, leaving part of the lead implanted. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.